Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A two-year clinical follow-up was performed. Oct confirmed vessel patency, with the scaffold clearly recognizable. There were no clinical sequelae, the lumen was well preserved, and there was no restenosis. However, the oct of in-scaffold neovessels identified neovascularization (focal black areas) within the neointima covering the 7-mm-long part of the distal scaffold (3.0x28) as well as a small intraluminal thrombus in the distal scaffold. The patient had no symptoms and no intervention was performed. The patient was confirmed to have been dual anti-platelet therapy (aspirin and clopidogrel) compliant. No additional information was provided. The 3.5x18 absorb device referenced is being filed under a separate medwatch report. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Literature attachment: in-scaffold neovascularization 24 months after bioresorbable vascular scaffold implantation in a patient with st-segment elevation myocardial infarction, jacc: cardiovascular interventions, 2017 by the american college of cardiology foundation published by elsevier.

Event description:
Event reported through review of the article titled: "in-scaffold neovascularization 24 months after bioresorbable vascular scaffold implantation in a patient with st-segment elevation myocardial infarction, jacc: cardiovascular interventions, 2017 by the american college of cardiology foundation published by elsevier. It was reported that the patient presented with hypertension and an inferior st segment elevation myocardial infarction (stemi) and total thrombotic occlusion. The index procedure on (B)(6) 2013 was to treat a lesion located in the right coronary artery (rca). Vessel sizing was performed with angiography and confirmed the diameter was greater than 2.5mm. A 3.0x15 mm aspiration thrombectomy catheter was used to treat the thrombotic occlusion with 22 atmospheres (atm). Predilatation was performed with a semi-compliant 2.0x20 mm balloon at 10 atm with residual stenosis reduced to less than 40%. A 3.0x28 absorb was placed distal and a 3.5x18 absorb was placed proximal overlapping. Post-dilatation was performed; however, based upon optical coherence tomography (oct) evaluation that revealed some malapposition in both scaffolds, additional post-dilatation was performed. Oct confirmed strut apposition, with no microvessels present within the non-dissected fibrous plaque covered by the distal scaffold portion. The final angiographic residual stenosis was less than 10%.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficult to deploy (wall apposition) appears to be related to circumstances of the procedure. The reported patient effect of thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.